Event description:
It was reported that the device may have reached the elective replacement indicator (eri) prematurely. It was also reported that the device had been programmed at high output. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analysis revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: competitor 4542 implantable pacing lead (B)(6) 2008; competitor 1888tc implantable pacing lead (B)(6) 2008. (B)(4).